Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon of the device is still well folded and shows no signs of inflation. The stent is not deformed. The stent is still crimped centered between the two x-ray markers. The crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physician¿s event description provided, the most probable root cause for the reported event is related to the patient¿s anatomy (i.e., calcified target lesion).

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a calcified lesion with 94 percent stenosis degree in a moderately tortuous part of the proximal lad. The lesion could not be passed with the orsiro due to calcification. It is unknown whether the lesion was pre-dilated. Another stent was used to complete the intervention.